Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balloon catheter found blood and contrast visible in the inflation lumen and the loosely-folded balloon, which is consistent with the reported use of the device and a leak or rupture in the balloon. A new indeflator was used in an attempt to pressurize the catheter and the analysis confirmed that there was a pinhole in the balloon, 2 mm proximal to the distal shoulder. The scanning electron microscopy (sem) lab analysis determined that the balloon failure may have been attributed to mechanical damage on the outer surface of the balloon. The leak was confirmed to be proximal to the distal shoulder with mechanical damage at and adjacent to the leak. Slight damage to the marker was also documented, although this may have occurred during handling and does not appear to be related to the reported complaint. Since there were no leaks noted during preparation for use, this suggests that the balloon was not damaged prior to the procedure. The lesion was also characterized as mildly tortuous, heavily calcified and 99% stenosed, which may have contributed to the reported difficulty. The balloon material likely became damaged (scratched) from interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation attempt. To ensure this type of damage is not a result of a potential product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify the rated burst pressure (rbp) and balloon integrity. Balloon material ruptures can be affected by numerous factors including, but are not limited to: balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Based on the information received with this event, the analysis of the returned product and the results of the sem analysis, the reported balloon rupture appears to be related to operational context of the device and not a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the mini trek balloon catheter was advanced to the target lesion in the mid left anterior descending artery. Vessel and lesion site were characterized as being mildly tortuous, heavily calcified, concentric, de novo and 99% stenosed. Upon first inflation, the balloon ruptured at 4 atmospheres. The lesion site was therefore dilated with another mini trek catheter of the same size with no issues. No adverse patient effects were reported. No additional information was provided.